Event description:
Per medwatch report form (B)(4), during thyroid lobectomy procedure; the patient received a burn above the incision site. The burn appeared to be from the inside. The burned tissue was excised and sutured with the incision. The device will not be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested from hospital risk manager: which harmonic device was used? (Fcs9, har9f, cs14c, ace14e?) Was the device reprocessed? - I ask this because a serial number is listed and we use a batch number that is not consistent with the number given (c3726). What is the batch number on the device (should be found on the handle of the device). Who was the surgeon? Has the surgeon been in-serviced on heat management? Is the surgeon aware of the warnings in the IFU as to heat? What part of the device is suspected of causing the burn ¿ blade, ¿ shaft, what is the severity of the burn? When was the burn noticed: ¿ during the procedure, ¿ post-op? (When), will the patient need any follow-up? What is the current patient condition.